Manufacturer narrative:
(B)(4). A partial swap of supplies is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell five. The patient was connected at the time of the alarm. The patient stated that they ended therapy before because they forgot to add a solution bag. The patient states she stayed connected to the homechoice while in setup and used the same supplies from the previous therapy and just added another solution bag. The technical service representative assisted the patient with clearing the alarm. The technical service representative advised the patient to start over with all new supplies or use continuous ambulatory peritoneal dialysis supplies to compete therapy. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.